Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were blown. Additional malfunctions were the manifold was leaking, hose clamps for sieve beds were defective, tie wraps for sieve beds were defective, rubber tube for sieve tank was leaking and the pe valve was leaking.